Event description:
It was reported via repair work order that the brakes would not engage due to both brake pedals being broken off the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.